Event description:
The customer reported that the n65 display was missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). The service center replaced the universal interface (ui) liquid crystal display (lcd) printed circuit board (pcb). The unit passed testing.